Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken. They received a low battery and had put in 5 different batteries but after a few hours, the insulin pump died. The insulin pump had a constant tone and the screen was black. There was a scratch on the screen and the top of the battery compartment was chipped. The customer's blood glucose level was 268 mg/dl. Troubleshooting was performed. It was noted that the customer was on their back up plan. The battery was out of the insulin pump. Troubleshooting was not completed because of the blank display. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.